Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added : h6. Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, difficulty standing, walking, going down inclines and walking with awkward gait; popping, clicking and leg weakness, burning in hip and leg, tingling in leg and foot extremely painful and ¿on fire¿ which adversely affects ability to participate in daily activities; and elevated metal ions levels after asr hip implant. Update "10/24/2019" - supplemental information received. Patient has been revised. There is no new additional information that would affect the existing MDR decision or the investigation. Adding the sleeve and stem for elevated ions.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain and elevated metal ions. Revision note stated, the patient has been developing pain in his hip without evidence of loosening of the components. Both the acetabular and femoral components were well fixed. There were no obvious and adverse tissue reaction with no pseudotumor or no destruction of the abductor tendons. Doi: (B)(6)2009 : dor: (B)(6)2016 (right hip)